Event description:
Consumer exited handicap bus on their 3 wheel scooter; scooter accelerated without provocation, causing the scooter to tip over and threw the consumer from the scooter and the ramp, resulting in severe low back injury.